Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an healthcare provider (hcp). It was reported that on (B)(6) 2017, the patient had the intrathecal (it) pump implanted. The pump pocket became infected and the device was explanted as the infection was not cleared by antibiotic prescriptions. The cause of the infection was staph. Epidermidis. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and spinal pain. It was reported that about a couple weeks after the implant, redness was noticed at the pump pocket site and the patient was given antibiotics, however that did not help. The patient was admitted to the hospital on (B)(6) 2017 and received intravenous (IV) antibiotic treatment, however the infection still was not clearing, so the decision was made to remove the pump. After removal, the patient was on IV antibiotic treatment 3 times a day for a month. The infection was confirmed and related to the implant, per the patient's daughter. The strain was unknown. The infection was said to be resolved. The patient met with the healthcare provider (hcp) and was told that the infection had cleared. There were no further complications reported at this time.